Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that she purchased 2 packs of 3 oral-b power oral care refills crosssection that week, and a brush head broke off while being used with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017. She reported the product logo passed the scratch test. No symptoms were reported.

Manufacturer narrative:
On 10-may-2017 product investigation results: reporter returned 5 toothbrush heads on (B)(6) 2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke off [device breakage], no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that she purchased 2 packs of 3 oral-b power oral care refills crossaction that week, and a brush head broke off while being used with an oral-b rechargeable toothbrush, version unknown on (B)(6) 2017. She reported the product logo passed the scratch test. No symptoms were reported.